Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the patient presented to the emergency department with chest pain and was found to have a large pericardial effusion. This was likely due to a myocardial perforation from the procedure. Pericardiocentesis was performed and a pericardial drain was placed. All leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.